Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer experienced issues with the infusion set breaking. The needle from the infusion set broke off twice in his skin. Both needles were still in the customer's leg. His blood glucose level spiked over 500 mg/dl. The device was not returned.